Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. Additionally, it was reported that the pump touchscreen was unresponsive. Reportedly the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.